Event description:
It was reported that the set screw slipped during tightening in the bone screw. After changing to a new screw the same thing occurred. The damaged screw was removed and replaced with no issues. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.